Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable, which resulted in the pump shutting down. The customer's blood glucose level was within range, and no adverse impact was reported. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable.